Event description:
It was reported that this right ventricular (rv) lead was explanted through laser lead extraction due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted through laser lead extraction due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted as the entire system was removed. There were no associated patient symptoms. Furthermore, there was no allegation against this rv lead. Also, the medtronic device and lead were explanted together with this rv lead due to an issue with the medtronic lead. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there was no allegation against this right ventricular lead. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.